Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the insulin pump alarmed pump error. The power management tool confirmed power error was triggered when the loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Insulin pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the pump near the battery compartment, broken belt clip rails, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received a power error detected alarm on the insulin pump. The customer¿s blood glucose was 159 mg/dl. Troubleshooting was performed. The alarm was cleared. However, it was noted that the customer had called back to report that the power error detected alarm recurred within 4 hours of troubleshooting the previous occurrence. The device will be replaced and returned for analysis.